Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) over 250 mg/dl, but less than 500 mg/dl with polydypsia and an unspecified level of ketones associated with an inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the bolus totals did not match; however, the basal delivery totals in the total daily dose did match the active basal program and the basal history matched the active basal program settings. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the last basal delivery and the last delivered bolus were on (B)(6)2015. The bolus history showed 1.05u of a programmed 2.05u bolus delivered on (B)(6)2015 at 05:32 due to a timeout warning recorded in the black box at the same time. A fully delivered 1.00u was immediately followed. A normal 10u bolus and a 10u audio bolus were performed successfully and both were fully delivered and accurately recorded in the pump history. A 10u bolus was fully delivered from the test meter to the pump with no errors, alarms or warnings. The total daily doses (tdd) correctly showed 30.0u for boluses. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.